Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 68 year old male patient for acute myocardial infarction. During support, oozing from right femoral artery groin site with hematoma forming was noted. Hemostasis was achieved with tightening blue sutures from preclose. The patient remains on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma/major bleed: the cause of the access site adverse event was user related as tightened sutures resolved the issue. Device history review: the device passed all post sterile inspection checks.